Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they think in july they began to experience pain running down their leg from the ins site all the way down to their foot. As a result, the patient said they had to turn therapy off after so many hours because it would get so painful. The patient said they had tried all of the other programs, but the other programs either didn't work or would zap/sting their privates. The patient said if they increased the stimulation any higher it would hurt. The patient mentioned that they saw their healthcare provider (hcp) in october, and the healthcare provider told the patient that if the pain continued the patient will need to have someone program the ins or they might have to take the ins out and let the patient's leg rest. The patient said their hcp had been trying to get the patient an appointment with a manufacturing representative (rep), but the patient had not heard back from anyone at the time of the call. The patient connected to the ins during the call and confirmed that the therapy was turned on, but they didn't make any changes due to the concerns mentioned above. The patient mentioned a historical event which included the ins was impl anted in an odd spot, "kind of on my hip." The patient was redirected to their healthcare provider to further address the issue. See related events: 707262107- first device 707262109- second device 707262110- app issue 707262111- recharger issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.